Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. On 01/29/2026, it was reported that the patient had a headache, felt weak, vomited, and found it hard to breathe 5 days after the sensor was put on the arm. Around 3:00pm the patient went to the hospital due to dka and on the way the egv was 350 mg/dl. After arriving at the hospital a bg was done by the nurse and it read 601 mg/dl and the egv at this time was around 350-399 mg/dl. The betabionics ilet pump gave the high alert at the hospital so she was told to take it off by the doctor. At the hospital the patient was given 2 insulin drips, a potassium infusion (IV). The patient was also prescribed levemir insulin and bactrim. The patient was discharged from the hospital on (B)(6) 2026 after more than 24 hours. Currently the patient has a headache and doesn't have a sensor on. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.